Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter (s-ICD) system received an inappropriate shock. Oversensing was able to be recreated in all three vectors. No programming changes were made at this time. Technical services discussed troubleshooting options to consider. No adverse patient effects were reported. Additional information was received indicating the device was explanted as the patient elected to no longer have the system implanted. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter (s-ICD) system received an inappropriate shock. Oversensing was able to be recreated in all three vectors. No programming changes were made at this time. The patient had also received inappropriate shocks with a previous s-ICD system. Technical services discussed troubleshooting options to consider. No adverse patient effects were reported.